Manufacturer narrative:
Product analysis: it was determined at analysis that the analyzer failed the incoming functional test. The analyzer was replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had an issue with the touchscreen. It was further reported that the programmer was returned for service and the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.